Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4).((B)(4)). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the biopsy channel, the suction channel and the air/water channel of the subject device. The result of the additional microbiological testing by a third party laboratory satisfied the (B)(6) guideline. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, the suction channel and the biopsy channel of the subject device tested (B)(6) (1 cfu / channel). The subject device had been reprocessed with a non olympus automated endoscope reprocessor model using peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".